Event description:
It was reported that the device lasted three years and seven months and the physician felt it should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).